Manufacturer narrative:
Na.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, upon turning the m knob, the sleeve showcased unintended movement. The clip was removed from the anatomy. The same issue was observed in three more clips. However, the three clips were deployed successfully. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects reported.